Event description:
It was reported that the patient¿s leads had migrated, and the device ipg was unable to enter MRI mode. It was noted that patient recently had a significant car accident. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.